Manufacturer narrative:
The complainant was not confirmed for the reported issue. Upon receipt fo the reported device from the customer, the device underwent 3 volumetric accuracy evaluation test 62.5 ml/hr with a volume to be delivered in accordance with the customer contact statement and the review of the device operation log activity. The results of these evaluations were in specification. Volumetric accuracy evaluation results: 1st test: 29.5 ml or 99% of expected volume delivered. 2nd test: 29.6 ml or 99% of expected volume delivered. 3rd test: 29.6 ml or 99% of expected volume delivered. Preventive maintenance service was performed. Device operation log review: the device operation log show a secondary infusion (piggyback) start on (B)(6) 2014 at 12:18 am at a set rate of 62.5 ml/hr with a volume to be delivered of 250 ml. This infusion was put on hold at 12:47 am with a door open alarm after 29 minutes of infusing with the total volume delivered of 2937 ml and 220.3 ml remaining in infusing container. The infusion remained on hold until 12:55 am with no change in rate or total volume delivered. The operation log shows this to be the last activity for this infusion.

Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es infusion device caused an over infusion to the patient. Customer contact stated the date of incident to be (B)(6) 2014 involving a secondary (piggyback) infusion of potassium chloride at a set rate of 62.5 ml/hr with a volume to be delivered of 250ml. Customer contact stated the infusion container was empty in 55 minutes. Customer reports patient experienced no adverse effect as a result of this reported incident.